Event description:
It was reported that the device had a tubing leak. This event occurred at the patient's home. No patient harm/adverse event reported. Photos of the tube leaking were provided for complaint reference. Per reporter, upon examining the tubing, it appeared that the issue was surrounding the luer at the y site.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3/h6: the device was not returned for analysis. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The customer provided seven photos for the evaluation. The connection of the male luer to the female luer was loose and could be manipulated. The set was leak tested. There was leakage at 1 psig from the loose connection of the check valve to the female luer of the tubing. The male luer of the check valve was found to be partially broken. When broken apart, the male luer of the check valve remained inserted into the female luer. The threads of the female luer were bent. The male luer was broken at an angle, typical of a bending force. From the seven photos above provided by the customer it was possible to identify a leak in photo #7 but in the photos 1 to 4 it is possible to see that the luer was manipulated and broken. The investigation confirmed the customer reported leaking issue. Since the sample complaint was not returned for evaluation, the failure mode cannot be attributed to the manufacturing process.